Event description:
Philips received a complaint by the customer on the v60 indicating that while in use, the unit alarmed 110b proximal pressure sensor autozero failed, unit continued to operate and was removed from patient use without incident, no patient harm reported. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer noted error code 110b in event log listed once and no other codes noted, ran unit for one hour and complaint was not duplicated, removed data acquisition printed circuit board assembly (pcba) for inspection and noted a pressure release from the gas delivery system (gds) assembly upon removal, inspected pins and connectors and no problem found, reseated da pcba and no parts replaced recently during service. The rse advised customer to continue run in and testing of unit, if problem repeats replace sol 3 and 4 on gds assembly, if no problem found can return unit to respiratory therapist (rt) for use, customer acknowledged and no follow up requested. The investigation concludes that no further action is required at this time.